Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and gen11 and the device did activate. During functional testing, the device was activated for about one minute with no abnormal heat observed. The device was disassembled and no damage was observed that could be related to the reported heat issues. Due to the returned condition of the device the instrument could not be tested with the test media for the reported tissue effect issues. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device got too hot and charred tissue / tissue pad. Case completed with another device of the same product code used on the same hand piece. There were no patient consequences reported.